Event description:
Customer reported high blood glucose levels and a reservoir leak. The blood glucose reading was 396 mg/dl. Customer states the leak occurred at the reservoir o-rings into the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No leakage anomaly was observed during analysis.